Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: received part: 1 x 03.114. 001 / lcp drill sleeve 1.5 f/drill bit ø1.1 / lot no h161606; as received condition: the first half turn of the thread is rolled over. Conclusion: our investigation shows that the first half turn of the thread is rolled over. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has also confirmed that the lcp drill sleeve does not engage properly. Due to several other complaints of the same nature a (corrective and preventive action) was introduced as direct action to this complaint in order to avoid such an occurrence in the future. This issue has been identified and escalated from a previous complaint initiated on 17-apr-2017 / product issue escalation initiated on 08-may-2017 / screening notice stock & hold. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 1.1mm locking compression plate (lcp) threaded drill guide for 1.5mm lcp plates is defective. This report is for a veterinary case. There was no human patient involvement. This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
3008812560-08/04/2017-001-c device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the device did not lock well. The incident happened intra-operatively. There was no patient harm and the surgery was completed successfully. The patient was a dog. The surgery was prolonged for an unknown time.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review: part number: 03.114.001, synthes lot number: h161606, supplier lot number: h161606, release to warehouse date: 30-dec-2016, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of event is not known. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device therapy date is not known. Hospital telephone is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 1.1mm locking compression plate (lcp) threaded drill guide for 1.5mm lcp plates is defective. The device would not screw into the plate. This report is for a veterinary case. There was no human patient involvement. Concomitant device reported: 1.5mm lcp plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates this is report 1 of 1 for (B)(4).